Manufacturer narrative:
The device was returned for evaluation. Initial inspection of the device indicated that the customer's complaint of excessive heat could not be verified because the hand-piece did not work upon arrival. The housing was disassembled. The seals were worn and the bearings, housing and motor were found to be corroded due to dried saline. The seal, bearings, motor and cable were replaced. The device was repaired, cleaned, tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device heats up. There was no user/ patient impact.